Manufacturer narrative:
Event site postal code - (B)(6). Reporter information - (B)(6). Biomedical engineer. It was reported that during preventive maintenance (pm) the cardiosave intra-aortic balloon pump (iabp) failed drive manifold test . There was no patient involvement and no harm reported. A getinge field service engineer (fse) replaced the drive manifold assembly. Fse performed functional test and safety check, the unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Received part with a reported unit failure of the drive manifold test failing. The fat performed a visual inspection and found the part to be in good condition. Ran the all manifold test. This part failed the drive manifold leak portion of the test. Fat was able to replicate the reported issue. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) drive manifold test failed. There was no patient involvement reported.